Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that her infusion device shut down without warning. She stated that she was aware of the power pack recall and that the power packs had been corrected. The pt reported, that she was using one of the recalled power packs in her infusion device and it had been in use longer than 2 weeks. The pt was advised to dispose of all recalled power packs and to use only the corrected power packs. The pt indicated, that she had disposed of the recalled power packs but had forgotten to exchange the power pack in her infusion device. The pt was advised to recheck her stock of power packs to ensure that she only had corrected power packs in her possession. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned.